Event description:
Manufacturer received a report from a dealer alleging that the end user fell from the unit when the rear legs buckled under the patient's weight. Patient allegedy hit their head and lost consciousness.